Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the colon during anastomosis on a laparoscopic colon resection, the staple line was incomplete and had an air leak. An abdominal laparotomy incision had to be made to re-do anastomosis and over sew the leak. The event resulted to an unanticipated tissue loss and tissue damage and an extended incision.